Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, it was reported that during resheathing, the introducer of the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30386745) failed to be re-zipped. There was no report of any patient adverse event or complication. A photo of the complaint device was included. The photo underwent review by the product analysis team. Based on the photo, the introducer on the complaint device was noted with a gentle curved condition. However, no damage could be observed. The photo only showed one section of the device; it cannot be determined if there is any other damaged area on the rest of the device. Based on the photo, the reported issue that the introducer could not be re-zipped cannot be determined. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The core wire was observed with a kink at the most proximal point, next to the connector. It was also noted that the core wire was protruding from the introducer. Microscopic inspection was performed. Under magnification, the introducer was split and bent from where the core wire is protruding. Further inspection revealed that the core wire has a kink near the marker band. Furthermore, multiple kinks were observed along the embolic coil component that is still inside the introducer. A review of manufacturing documentation associated with this lot (30386745) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint reported that the introducer of the complaint device failed to be re-zipped during the resheathing attempt. Attempts to obtain additional information related to the procedure, to the reported device issue was not successful, however, the reported issue could be related to the damages observed on the introducer and on the core wire. It cannot be conclusively determined if the observed damages are contributing factors to the reported issue or they are results of the issue. With the limited information in the complaint, the analysis on the returned device does not provide clear insight to the cause and/or contributing factors that may have resulted in the reported issue that the introducer failed to re-zip. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following precautions: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. Do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Coil kinking is a known potential issue associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink from occurring. The coil kinked condition was not originally reported with the complaint. The exact cause of the observed kinked condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the attempt to resheath the coil. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a kinked condition as observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, it was reported that during reheating, the introducer of the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30386745) failed to be re-zipped. There was no report of any patient adverse event or complication. A photo of the complaint device was included. The photo underwent review by the product analysis team. Based on the photo, the introducer on the complaint device was noted with a gentle curved condition. However, no damage could be observed. The photo only showed one section of the device; it cannot be determined if there is any other damaged area on the rest of the device. Based on the photo, the reported issue that the introducer could not be re-zipped cannot be determined. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. Based on the product analysis completed on 24-feb-2022, the embolic coil was observed kinked under microscopic inspection. This event has been deemed FDA MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, it was reported that during resheathing, the introducer of the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30386745) failed to be re-zipped. There was no report of any patient adverse event or complication. A photo of the complaint device was included. The photo underwent review by the product analysis team. Based on the photo, the introducer on the complaint device was noted with a gentle curved condition. However, no damage could be observed. The photo only showed one section of the device; it cannot be determined if there is any other damaged area on the rest of the device. Based on the photo, the reported issue that the introducer could not be re-zipped cannot be determined. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The core wire was observed with a kink at the most proximal point, next to the connector. It was also noted that the core wire was protruding from the introducer. Microscopic inspection was performed. Under magnification, the introducer was split and bent from where the core wire is protruding. Further inspection revealed that the core wire has a kink near the marker band. Furthermore, multiple kinks were observed along the embolic coil component that is still inside the introducer. A review of manufacturing documentation associated with this lot (30386745) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint reported that the introducer of the complaint device failed to be re-zipped during the resheathing attempt. Attempts to obtain additional information related to the procedure, to the reported device issue was not successful, however, the reported issue could be related to the damages observed on the introducer and on the core wire. It cannot be conclusively determined if the observed damages are contributing factors to the reported issue or they are results of the issue. With the limited information in the complaint, the analysis on the returned device does not provide clear insight to the cause and/or contributing factors that may have resulted in the reported issue that the introducer failed to re-zip. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following precautions: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. Do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Coil kinking is a known potential issue associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink from occurring. The coil kinked condition was not originally reported with the complaint. The exact cause of the observed kinked condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the attempt to resheath the coil. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in a kinked condition as observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, it was reported that during reheating, the introducer of the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30386745) failed to be re-zipped. There was no report of any patient adverse event or complication. A photo of the complaint device was included. The photo underwent review by the product analysis team. Based on the photo, the introducer on the complaint device was noted with a gentle curved condition. However, no damage could be observed. The photo only showed one section of the device; it cannot be determined if there is any other damaged area on the rest of the device. Based on the photo, the reported issue that the introducer could not be re-zipped cannot be determined. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. Based on the product analysis completed on 24-feb-2022, the embolic coil was observed kinked under microscopic inspection. This event has been deemed FDA MDR reportable as a ¿malfunction.¿